Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the expired electrodes to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported six (6) high potassium patient results were generated on the au680 clinical chemistry analyzer. There was no change to patient treatment in association with this event. The results were not reported out of the laboratory.